Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte IV catheter there was an issue with the catheter being broken. It was stated ¿during the insertion, a defect was noted, the plastic catheter was broken. Same defect for three devices. In a previous case (not specified when and how) the device caused a vein broken.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
One photo was returned for investigation. The defect cannot be determined on the returned photo. The nonconformance cannot be confirmed as no actual sample was returned for investigation. The complaint will be reopened if the sample is returned for investigation. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of catheter broke/separated after placement with lot #7293445 regarding (B)(4). The root cause cannot be determined as no samples were returned for investigation.

Event description:
It was reported with the use of the bd insyte IV catheter there was an issue with the catheter being broken. It was stated ¿during the insertion, a defect was noted, the plastic catheter was broken. Same defect for three devices. In a previous case (not specified when and how) the device caused a vein broken.¿ there was no report of injury or further medical intervention.